Event description:
It was reported a patient presented to the ER with abdominal pain 6 days after the filter was implanted. The patient was diagnosed with a peritoneal bleed. The patient was then transferred to the hospital that implanted the filter. Per CT, the filter was found to be perforating the vena cava. Two legs were 50% outside of the cava wall. Prior to removing the filter two days later, the filter was discovered to have caudally migrated 1 1/2 vertebral bodies. The apex of the filter was initially positioned at l2 and the apex of the filter moved below l3. The filter was removed without difficulties and a competitor's permanent filter was placed. The patient status is ok.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was discarded by the facility. It is unk if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The information for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall.